Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and hypoxia could not be conclusively established through this evaluation. The submitted controller event log file contained relevant events from (B)(6) 2023. No notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later identified that the arrythmia was atrial fibrillation with rapid ventricular response not vtach. The patient was asymptomatic at the time however they later complained of shortness of breath and anxiety, but no other clinical issues were noted. The patient was treated with amiodarone intravenous bolus infusion with the addition of digoxin. The patient was implanted with an implantable cardioverter defibrillator (ICD) prior to the implantation of the left ventricular assist device (lvad). The ICD was interrogated which verified that the arrhythmia was not ventricular in nature. It was noted that the patient did not have a history of arrhythmia prior to the lvad implant. The arrhythmia and hypoxia were not thought to be device related and they were reported to have resolved. The mechanical circulatory support equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an episode of ventricular tachycardia and hypoxia around 0400 am while at the hospital. No alarms were reported. Log files were submitted for review and confirmed that there were no unusual events on (B)(6) 2023 or in the remainder of the log file event history.